Manufacturer narrative:
This medwatch report captures the iliac branch component (ceb231210a / 23054323) involved in the reported type iiia endoleak. A separate report (#3013164176-2021-01191) has been submitted for the contralateral leg component (plc271200j / 22465850). (B)(4). It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2021, follow-up examination reportedly revealed a type iiia endoleak at the junction of the bridging contralateral leg endoprosthesis and the iliac branch component. According to the report, the overlap between the contralateral leg and iliac branch components was slightly short. On (B)(6) 2021, the patient underwent a re-intervention procedure whereby an additional gore® excluder® device was implanted to reline the overlap junction. The endoleak was resolved, and the patient tolerated the procedure.